Event description:
Customer complains an internal blood leak within 10 minutes during treatment. Blood flow: 270ml/min. Uf rate: 1.1l/hr. Venous pressure: 160mm/hg. Dialysate pressure: 150mm/hg. Machine: althin s1000. The blood loss for the patient was very minor, estimated 20ml. No medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.